Event description:
The patient underwent revision surgery due to lack of effect.

Event description:
The patient underwent revision surgery due to lead migration. See section h, number 6 for investigation updates.